Event description:
A clinical incident involving a quantum controller and super turbovac wand was reported to arthrocare. Following a knee arthroscopy procedure, the pt reportedly sustained a first degree burn approximately 1 cm in size to pt's left knee medial to the lateral portal side. The burn was treated with silvadene cream. It was also reported the burn was caused by leaking of fluid from the portal.

Manufacturer narrative:
The device has returned for investigation. A follow up report will be provided after completion of investigation. A second device, super turbovac wand, was used in the procedure and will be filed under medwatch form 2951580-2009-00099.